Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reportedly high throughout the day and a peak of 305 mg/dl; the caregiver inspected the infusion site, cannula, and cartridge and observed no leakage or bent cannula, and no alarms or alerts were reported. Symptoms included no acute health effects. Outcomes included no medical intervention, no back-up therapy use, and no ketone testing. Investigation included user troubleshooting and education over the phone. Investigation of this case revealed no device leak observed by the user and no identifiable device malfunction based on the reported checks. It was concluded that the cause of the hyperglycemia was unclear, with possible contribution from reduced usual exercise. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.